Event description:
Patient admitted for pacemaker lead replacement. During replacement lead fractured. Lead was immediately removed and replaced. Patient condition was stable during entire procedure. (Facility noted another device used:oscor med corp-mfg; oscor py52 bv - atrial; lot # - a99614device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.